Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phb805, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2020-01614.

Event description:
It was reported that the patient underwent lap hysterectomy on an unknown date and barbed suture was used. During the procedure, the suture snapped on closure attempt. The procedure was delayed 10 minutes. The procedure was completed with a different manufacturer¿s device. There were no adverse patient consequences reported.